Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo duo-vent solution set leaked. The reporter stated that the leak occurred from the connection area with the extension set. This occurred during patient infusion. There was no patient injury or medical intervention reported. A company representative demonstrated the proper connection of the retractable collar of the primary set and the user stated that was not how they were performing the connection before. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.